Event description:
Port occluded. During removal it was noted that the catheter was broken into two pieces. One piece removed. One remained in pt requiring radiology intervention. Fragmented piece retrieved via right femoral artery approach.